Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The sales representative reported that the switch blade tip had fallen into the patient's abdomen during surgery. Upon review it was found that all of the threads on the handle were missing and they had to do an x-ray on the patient to ensure that no metal fragments were left behind. Additional information received from the spd supervisor: unknown lot number, facility does not reprocess the disposable blade tips, not sure if the scissors was hand tightened prior to the procedure, not sure if the handle was fully open when the tip was attached, it was unspecified how the scissor tip was retrieved from the patient's abdomen but it was confirmed it was removed, the x-ray did not show any retained objects, not sure of the patient's outcome after the event, the laparoscopic cholecystectomy was completed as planned, there was no patient injury. On 21mar2016: the query was forwarded to customer contact's director for additional information but no response was received.

Manufacturer narrative:
(B)(4): one (1) (B)(4) swb 1.0 handle device was received for evaluation. Evaluation by the manufacturing engineer, product engineer and the quality engineer confirmed the reported issue. On visual observation it was confirmed that the threaded connection of the tube (distal portion of the handle) was broken off / missing but the actuating rod with ball attachment was still intact. It was observed though that the actuating rod w/ ball attachment was bent to the side indicating there was some type of force exerted at the distal end of the handle most likely during the removal process of a scissor tip. The two returned scissor tips were examined to see if the threaded part of the tube had broken off and was retained inside one of the scissor tips since that would be the most likely place where the broken part would have resided if the scissor tip was connected then disassembled improperly. Examination under the microscope revealed that there was no retention of the threaded part in either scissor tip. The scissor tips were tested on an acceptable (B)(4) swb 1.0 handle and performed as intended; therefore, there was no defects noted in the two returned scissor tips since they were observed to be intact and performed as intended. Most probable the (B)(4) instrument was already broken prior to use meaning the threaded part had already broken off during a prior removal process of another disposable scissor tip and was discarded since the actuating rod with ball attachment was found to be extremely bent. The scissor tip should not be removed by bending it at an angle away from the shaft. Doing so may damage the device. Per product information (B)(4) ¿proper care and handling is essential for satisfactory performance of any surgical device. Inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device.¿ according to bd¿s records the device has potentially been in use by the customer for (B)(6) years. It is unknown if the instrument was inspected for all parts to be intact prior to use and assemble of the scissor tip. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. It has been recommended to review the product information, (B)(4) for proper, care, handling, and maintenance of this surgical device. Bd will continue to trend and monitor this reported issue and for this product family.